Event description:
The patient services representative (psr) assisting a patient contacted zoll lifecor customer support service to report that the patient's electrode belt was not working properly. Per patient's download, the side-side channel was a flat line on all of the patient's manual recordings. The patient received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt (B)(4) has not yet been completed. The root cause analysis is still underway. Will submit supplemental report upon completion of evaluation. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.